Event description:
The customer contacted elekta to ask whether the "shot coordinates" in the gk treatment plan report represent absolute couch coordinates (in the machine's frame of reference) or if they vary depending on which scan is used as the stereotactic reference.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the products and the reported information. The investigation found that the user mistakenly used a 2 month old cbct image representing an obsolete fixation of the g-frame as a stereotactic reference. The system would have displayed a warning to the user, before the plan could be approved. The plan was approved and the treatment was delivered using the old cbct image, resulting in a mistreatment approximately 10 mm from the intended position. The state of the patient is not known. The device did not have any malfunction and worked as designed and intended, the root cause was use error.